Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a pump stop/low speed alarm while on mpu. This was linked to potential issues with the percutaneous lead. It was not known that the patient had weight changes, driveline trauma, or movement.

Event description:
Additional information: the patient underwent a driveline repair on (B)(6)2020. The entire external portion of the driveline was replaced with no issues. The alarms and pump stoppages reportedly resolved. The patient remained on an ungrounded cable or batteries.

Manufacturer narrative:
Section b5, d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: although the pump stops while operating on the mobile power unit (mpu) that were captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be confirmed during the evaluation of the returned segment of driveline from heartmate ii lvas, serial number (B)(6). An onsite driveline repair was performed on (B)(6)2020 by abbott personnel. The driveline was severed approximately 10" from the controller connector and the distal portion was replaced with no issues. The approximately 10" segment of driveline replaced by technical services was returned for evaluation. Some breakdown of the braided shield was observed approximately 3¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was reported that the patient will remain on an ungrounded patient cable or battery power. The patient remains ongoing on vad support and no further issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6)2015. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. There was incidental finding of cosmetic damage to the silicone jacket of the driveline. No further information was provided. The manufacturer is closing the file on this event.